Event description:
Arrive clinical study #018-021 hf. It was reported that 67 weeks after a coronary artery drug-eluting stenting treatment procedure the patient underwent a target vessel re-intervention (tvr). The index procedure treated one ostial target lesion. The lesion was 3.0mm in vessel diameter, 12mm in length, with 90% stenosis, moderate calcification and moderate tortuosity in the left main (lm) coronary artery. The lesion was predilated with an angioplasty balloon at 6 atms, with post dilatation of 50% stenosis. Clopidogrel and angiomax were administered during the procedure. The physician successfully implanted a taxus express express2 3x16mm drug eluting stent. Post-implant there was 0% stenosis and timi flow 3. The patient was discharged 1 day post-index procedure receiving clopidogrel. A tvr was performed on the first obtuse marginal branch 67 weeks post-index procedure. A taxus express2 stent was implanted at this procedure. The patient was discharged 1 day after the intervention. The physician indicated a device relationship was not established.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.